Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infection developed at site on (B)(6) 2025. The insertion site was the abdomen. Blood glucose level was 400 mg/dl at the time of the event. Patient was prescribed with antibiotics and reverted to multiple daily injections (mdi). No further information available.